Event description:
Patient reported obtaining a blood glucose result of 235 mg/dl, while using the suspect device. Patient indicated that he was feeling light-headed and believed that blood glucose was low. Patient immediately opened a new vial of strips and retested blood glucose with a result of 93 mg/dl. Patient self-treated by drinking juice. No injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.